Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: variable angle (va) locking screw (part# 02.211.014s, lot# unknown, quantity: 8 ).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information : the surgeon has come back and saying he was unable to get the screws to lock into the plate and they wouldn¿t torque. He mentioned he¿s familiar with the va double drill guide and doesn¿t think he went beyond 15 degrees (off axis).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction visual inspection: va-lcp lat dist fibula pl 2.7 le 5ho l10 was received at us cq. Upon visual inspection at cq, it is observed that the device shows few scratches. There are few dark spots on the surface of the device like residue of foreign substance. The screw holes 1 and 3 of the plate were slightly deformed at the threaded part. Functional test: functional inspection of the received device was performed at cq. The received 14mm va locking screws were threaded into all holes of the plate. It was observed that screws were properly inserted into all holes and locked as intended except holes 1 and 3. Can the complaint be replicated with the returned devices? Yes. Dimensional inspection: dimensional inspection of the relevant features of the received plate was not performed at cq due to post manufacturing damage. Document/ specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: visual inspection, functional testing, and document specification review of the received device was performed at cq. The complaint is being confirmed as functional test confirmed that the screws are not locking into holes 1 and 3 as intended. While a definitive root cause cannot be determined it is possible that the screw holes of the plate might have encountered unintended stress during procedure or handling. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 02.118.405s, synthes lot # h370352, supplier lot # na, release to warehouse date: jun 14, 2017, expiration date: jun 01, 2027, manufactured by synthes elmira, no ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure, the surgeon attempted to implant plate with screws but was unable to fix the screws into the plate. Surgeon then attempted to implant the plate with new screws and successfully performed the procedure. No further information was provided. This report is for one (1) 2.7mm va-lcp lateral distal fibula pl/5 holes/lt-sterile this is report 1 of 2 for (B)(4).